Event description:
Report received of leak occurring at the filter. Pt receiving 5fu was connected to infusion at physician's office. Typically the pt goes home to complete the infusion and returns to the physicians office the next day for disconnection. While the pt was at home, an unspecified amount of the chemotherapy leaked from the filter. The physicians office was closed, so the pt went to the emergency room where they unhooked the infusion. No report of chemotherapy coming into contact with pt skin. No report of pt harm. Additional pt info was requested, but no further info was available.